Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A u.s. Distributor contacted zoll to report that a patient had a sore under his electrodes. The patient reported red and bumpy skin. The patient's physician prescribed a cream. The patient's physician advised to use a cream to help with the irritation. Follow-up indicated that the itching had stopped, but the redness had not.